Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00892. The pt received his scs system consisting of an ipg and two percutaneous leads (from different lots) on (B) (6)2008. It was reported that the pt experienced a loss of stimulation. An x-ray confirmed that one of the leads had migrated. The physician repositioned the lead and pt is reported to be doing well. No devices were returned to ans for eval.

Manufacturer narrative:
Device 1 of 2. Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.